Event description:
Shockwave medical became aware of a published literature case report titled "a case of medial-disrupted coronary dissection after intravascular lithotripsy treated with small balloon blocking technique (sbbt)" (source: tomozoe, k et al.) Involving an 82-year-old male patient who underwent percutaneous coronary intervention (pci) for severe calcified stenosis of the left anterior descending (lad) artery. Intravascular lithotripsy (ivl) was utilized for plaque modification of heavily calcified eccentric and concentric lesions. Following ivl treatment, vascular dissection progressed behind the calcified lesion, resulting in a medial tear in the healthy area. Subsequent guidewire passage entered the dissection cavity rather than the true lumen, creating a potential risk of coronary perforation during stent implantation. Multiple attempts to redirect the guidewire into the true lumen using a double-lumen catheter and intravascular ultrasound (ivus) guidance were unsuccessful. A small balloon blocking technique (sbbt) was then performed by inflating a 1.0 mm balloon within the dissection cavity to prevent re-entry of a second guidewire into the false lumen. This enabled successful guidewire access to the true lumen. A stent was subsequently deployed in the true lumen while maintaining balloon inflation within the dissection cavity. No coronary perforation was reported, and successful vessel treatment was achieved.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the dissection could not be definitively determined based on the information available. There was no ivl device malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.